Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video system center presented a contact of console interface that is not good. The issue occurred during maintenance, not in a clinical setting. There were no reports of patient involvement.